Event description:
It has been reported to philips that the allura system would not fully boot up, and imaging was not possible. There was no report of harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system will not fully boot up and can¿t make images. Upon further inspection fse booted the system into fs mode and nss suggested that cmos was faulty. System started properly after exiting fs mode. After that the cmos battery of flex vision pc has been delivered for the resolution. To date, there have been no further reports of this issue. So, no further action is necessary at the time. The codes were updated based on the investigation outcome.